Event description:
It was reported that the pump battery "takes longer to charge." Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin delivery. The customer's blood glucose (bg) level was 100-118 mg/dl.